Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a unexpected restart and a cold reset was performed pump error alarm. Insulin pump error alarm occurred during the battery change and loss date and time setting. Insulin pump was several times rewind and prime per reservoir change and battery sometime loss then seven days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.